Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) via a manufacturer representative regarding a patient having lumbosacral spinal level therapy at levels l3-l4 and l4-l5 for primary diagnosis of instability. It was reported that the patient experienced persistent back pain above the fusion site on the right side following a bus accident on (B)(6) 2022, described as stabbing, sharp, and aching above the right buttock. Diagnostic tests, including an MRI without contrast on (B)(6) 2023, revealed no pathological changes. Injections on (B)(6) 2023 provided temporary relief (100% for 4-10 hours), but burning pain persisted by (B)(6) 2023. Radiofrequency ablation on (B)(6) 2023 resulted in 95-100% relief by (B)(6) 2023. Treatments included right-sided l3 and l5 medial branch injections ((B)(6) 2023), radiofrequency ablation ((B)(6) 2023), and right l3 and l5 rf ablation with triamcinolone injection on (B)(6) 2023 and (B)(6) 2024. However, by (B)(6) 2024, the patient experienced right- and left-sided back pain when coughing, partially alleviated by lidocaine patches and a tens unit. In (B)(6) 2024, the patient underwent intramuscular ketamine therapy. Epidural steroid injections (esi) targeted l3-l4 and l4-l5 levels. Additional care involved physical therapy and referral to a physiatrist. The patient's outcome status was noted as recovering/resolving. The site seriousness assessment indicates that the adverse event (ae) did not involve congenital anomaly, death, disability, hospitalization, or life-threatening conditions. However, it required medical intervention. The severity of the ae is classified as severe. The sponsor assessment were performed, the clinical events committee (cec) adjudication determined the adverse event (ae) as possibly related to the transforaminal lumbar interbody fusion (tlif) procedure, tlif grafting material, interbody (ib) fusion device, and posterior supplemental fixation system. The site-related assessment concludes that the adverse event (ae) is possibly related to the capstone peek spinal system implant, the posterior supplemental fixation system, the tlif grafting material, and the study procedure (tlif l4/l5).